Event description:
During the procedure, user identified air continued to appear in patient fluid pathway of module. Device was removed and replaced with a new module with no impact to patient or procedure. No adverse events were reported. Investigation of returned product identified a bond gap of adhesive between tubing and housing. Investigation identified this was an isolated manufacturing issue.